Event description:
On (B)(6) 2026, getinge suzhou became aware of a complaint reported from the hospital in germany that moduevo accessory companion monitor bracket came loose from its mounting and injured an employee of hospital. The employee reported that her shoulder touched the mount of the transport monitor (which is not a getinge product), it came loose from the mount and fell on her left foot. She received outpatient treatment in the emergency room on the same day, and a swelling and a bruise on her left foot was reported.

Manufacturer narrative:
(B)(4). Getinge service engineer has visited the hospital when the claim was received, and performed an initial inspection on the involved unit, the monitor arm was found damage and ordered new part to replace, before replacement arrives, the involved unit has been held. Getinge suzhou has requested the reported component back for further analysis, and collecting more information to proceed with the further investigation, the result will be provided in follow-up/final report.